Event description:
Cartiva sci (surgical cartilage implant) of the first mpj due to halliux rigidus was surgically placed in (B)(6) 2018 due to a lengthy and painful immobility of the toe. Recovery was difficult as I am a teacher. I literally wheeled myself in a chair on wheels for over 3 months up and down the school hallways. I attended physical therapy for months the toe joint never gained motion back and the pain is almost equal to what it was prior to surgery. Ankle, heel, knee, hip issue. (B)(4).